Event description:
The whitacre needle broke during an anesthesia procedure in 2000. The needle touched the spine resulting in the breakage. Add'l surgery was required to retrieve the broken end. (Sample not received as yet). The pt is at home and is in good condition.